Event description:
Literature: motta f, antonello ce, stignani c. Upper limbs function after intrathecal baclofen therapy in children with secondary dystonia. J pediatr orthop. 2009; 29(7): 817-821. Summary: this article presents a study to determine whether the effects of intrathecal baclofen therapy in pts with dystonic cerebral palsy, in add'l to reducing dystonia, may also improve upper limb function. Eleven pts were assessed before treatment and 12 months after implant. Reportable event: one catheter rupture occurred. The catheter was subsequently replaced. No pt symptoms or outcome was reported. In 2009, allegation of product failure.